Manufacturer narrative:
Sections with additional information as of 31-jul-2023: h3: was the device evaluated by the manufacturer. H10: meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: e-0 with blood. No defect found on returned meter. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: other root cause: rc-003: there was not enough information to determine the root cause.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results and error message (e-0). The customer is concerned with test results from results obtained of 357, 294, 157 and 168 mg/dl. The customer¿s expected am fasting blood glucose test result is <118 mg/dl and expected 2 hour post meal blood glucose test result is <160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 277 mg/dl using true metrix air meter. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 09/22/2024 and open vial date is 06/11/2023. The meter memory was reviewed for previous test result history: result 1: 357 mg/dl date: 6/14/2023 time: 10:00 am 2 hrs. Post meal. Result 2: 89 mg/dl date: 6/14/2023 time: 6:30 am fasting. Result 3: 294 mg/dl date: 6/13/2023 time: 3:00 pm fasting 2 hrs. Post meal. Result 4: 157 mg/dl date: 6/13/2023 time: 7:28 am fasting. Result 5: 168 mg/dl date: 6/12/2023 time: 7:30 am fasting.